Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in europe, during a transfemoral tavr procedure, during deployment, the balloon did not inflate. The syringe was emptied and blood was aspirated. A second delivery system was opened and the valve was able to be implanted in the patient.

Manufacturer narrative:
Additional information: the delivery system was not returned to edwards lifesciences for evaluation as it was discarded by the facility. No relevant imagery of the event was provided. During the manufacturing process, the entire delivery system undergoes multiple 100% inspections. The inflation balloons and crimp balloons are 100% visually and dimensionally inspected. Inspections are also performed of the following steps: the crimp balloon to inflation balloon laser bond, balloon pleat, fold, & forming, final inspection and the flex catheter and balloon catheter leak test. Additionally, the work order underwent product verification testing as a requirement for lot release. Five (5) lot samples were taken for functional and tensile verification testing. Of note, no failures occurred during product verification testing and the lot was released. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint a device history record (DHR) review performed revealed no issues that would have contributed to the complaint event. A review of lot history revealed no other complaints related to ¿delivery system ¿ leakage¿. A review of complaint history from february 2017 to january 2018 for the edwards commander delivery system (all tf models and sizes) revealed one returned complaint for ¿delivery system ¿ leakage¿. The complaint was confirmed, but no manufacturing non-conformances were identified during engineering evaluation. Available information suggested that the leakage found during visual and functional inspection likely occurred after valve deployment. Manipulation of the device during withdrawal or handling of the product during device return or during engineering evaluation may have resulted in the observed balloon shaft damage. In the case being investigated in this evaluation, the balloon did not inflate during the procedure. As such, the cases are unlikely to be related. A review of the complaint history revealed that the occurrence rate did not exceed the january 2018 control limit for the trend category of ¿leakage.¿ the instructions for use (commander delivery system with s3 IFU, ce), the device preparation training manual and the procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure. Because no evidence of a product nonconformance or IFU deficiency was identified, additional assessment of the failure mode is not required at this time. The complaint for ¿delivery system ¿ leakage¿ was unable to be confirmed. Due to the unavailability of the relevant device, engineering is unable to perform any visual, functional or dimensional analysis. As a result, a manufacturing nonconformance is unable to be confirmed. Furthermore, based on the DHR review, lot history review, and complaint history review, there is no evidence to support a manufacturing nonconformance contributed to the complaint. A review of manufacturing mitigations additionally supports that the delivery system has proper inspections in place to detect issues related to the reported event. Without photographs, imagery, or the device itself, a definite source for the leakage cannot be determined. There was no insertion difficulty and/or resistance during valve alignment (issues that can lead to device damage) reported for this case. Additionally, information regarding patient anatomy such as vessel calcification and/or tortuosity was not provided for evaluation, and without a returned device, visual inspection could not be performed. Therefore, there is insufficient information to determine a definitive root cause at this time. Since no issues were reported with de-airing, it is likely that the leakage source was not present on the device out-of-box and was created during the procedure. The following patient and/or procedural factors can potentially contribute to delivery system leakage: the crimp balloon is torn and separates adjacent to the inflation and crimp balloon (I/c) bond. Potential root causes for separation of the crimp balloon material proximal to the I/c bond have previously been identified and documented in a pra. The pra demonstrated that performing valve alignment in tortuous anatomy could result in increased forces being applied to the bond area causing weakening/separation adjacent to the bond area. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a tear in the inflation and crimp balloon bond. This was recreated in a previously performed engineering study, which demonstrated that residual volume in the inflation balloon during valve alignment can create high enough valve alignment forces to potentially cause a material failure in the area in question. Excessive manipulation of the delivery system during the procedure (e.g. During delivery system insertion/advancement or valve alignment) results in kinking or damage to the balloon shaft or balloon catheter bonds (i.e. Nose tip/inflation balloon, crimp balloon/balloon shaft). Kinking of the delivery system during insertion/advancement or improper insertion of the stylet or guidewire results in damage to the guidewire lumen. Calcification in the patient anatomy damages the inflation balloon and/or crimp balloon. No manufacturing or IFU/labeling inadequacies were identified. There is insufficient information to determine a definitive root cause at this time. A review of complaint history for january 2018 revealed that the occurrence rate does not exceed the control limit for the trend category of ¿leakage,¿ neither a pra nor corrective or preventative action was required.